Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent left meningotomy with removal of subdural hematoma+neuroendoscopic examination+repair of cerebrospinal fluid leak+skull repair surgery on (B)(6) 2023 due to traumatic chronic subdural hematoma (left frontal and temporal top) and suture was used to suture the head incision and drainage tube opening. On the 10th day after, the patient's surgical incision surface healed well and the suture was removed. On the 15th day after surgery, the patient's scalp redness, swelling, and fluid accumulation appeared at the lower edge of the surgical incision, with punctate black lines protruding. After the doctor made the incision, a small amount of fluid flowed out under the scalp. The suture reaction was considered, and after removing the subcutaneous suture, the patient underwent debridement and dressing change. Now, the patient's surgical incision has no further redness, swelling, or fluid flow. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: please provide the patient's weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?